Event description:
Edwards received information that during a minimally invasive right thoracotomy valve replacement a proplege coronary sinus catheter was placed with no resistance. Following balloon deflation the field flooded with blood. It was reported that the case was converted to an open sternotomy and upon inspection a small tear in the coronary sinus was found at the distal tip of the coronary sinus catheter. The tear was repaired and the patient is reported as being stable and doing well.

Manufacturer narrative:
The device was not retained by the hospital for evaluation; therefore a product evaluation cannot be conducted. Manufacturing records could not be reviewed as a lot number is unknown. Attempts to obtain additional information to determine the root cause of the tear in the coronary sinus and the lot number were made but unsuccessful. The IFU was reviewed and no inadequacies have been identified with regards to warnings, and the directions/conditions for the successful use of the device. Injuries to the coronary sinus is listed as a potential complication in the product IFU. The IFU further notes: ¿warning: if resistance is met, stop and re-evaluate proplege device position. The proplege device should not be advanced if resistance is felt, as doing so would cause the proplege device to bend or buckle. Aggressive advancement in an attempt to engage the ostium may result in perforation or other injury. Warning: continuously monitor the pressure at the tip of the catheter. A pressure change that indicates the catheter has entered the right ventricle should be noted. Do not advance the catheter further if the tip is in the right ventricle as perforation or other injury can occur. Warning: guidewire should only be used with fluoroscopy to avoid coronary sinus injury. Warning: aggressive advancement of the guidewire in an attempt to engage the ostium may result in perforation or other injury. No CAPA is applicable, edwards will continue to review and monitor all events. If action is required, appropriate investigation will be performed.